Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that unexpected stress was applied to the charge-coupled device (ccd) or the cable unit due to user handling which caused the failure. Regarding the handling of the device, the instruction manual contains the following description which may prevent the event: "do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable."

Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer¿s complaint of ¿ color bars¿ was confirmed due to a faulty cable unit. The charge-coupled device (ccd) had a dead pixel (black dot) showing on the image. The unit¿s coupler base plate is bent causing an off-centered imaged.

Event description:
The service center was informed that during preparation for use, there was no image and only color bars were displayed on the camera head. There was no patient involvement reported.